Manufacturer narrative:
The check of the manufacturing chart related to all the humeral components did not show any anomaly on: a total of (B)(4) stem manufactured with lot# 1310827. No other complaints reported on the same lot#; a total of (B)(4) reverse humeral body manufactured with lot#1310919. No other complaints reported on the same lot#; a total of (B)(4) reverse liner manufactured with lot# 1309244. No other complaints reported on the same lot#. We will send a final MDR once the evaluation on the case will be completed.

Event description:
Primary smr shoulder replacement was done on (B)(6) 2014. Then, a malunion of a humeral fracture caused unstable joint and unstable humeral shaft. According to the info reported, surgeon tried at the beginning to treat the humeral fracture conservatively but it was not enough to avoid a revision surgery. During the revision surgery performed on (B)(6) 2017, surgeon achieved the stability needed by using a long uncemented stem, a new reverse humeral body and by implanting a long lateralizing liner. Event happened in (B)(6).

Manufacturer narrative:
Check of DHR: the check of the manufacturing chart related to all the humeral components did not show any anomaly on: a total of (B)(4) stem placed on the market with lot# 1310827. No other complaints reported on the same lot#; a total of (B)(4) reverse humeral body placed on the market with lot# 1310919. No other complaints reported on the same lot#; a total of (B)(4) reverse liner placed on the market with lot# 1309244. No other complaints reported on the same lot#. Explants analysis: explants were not available for further analysis. X-rays analysis: the available x-rays received (related to pre and post revision surgery; exact date unknown) were sent to our hip medical consultant for a critical judgment. Here below the medical expert's analysis on the available x-rays: "the patient has a long stem and glenoid component that I do not recognise, but it is in a an extraordinarily high position on the scapula. As a consequence there is marked impingement. There is a 3d reconstruction view and a CT scout view of the pre-revision status and neither image is very helpful. There is loosening that has preceded and largely caused the bone failure (fracture). I would be suspicious of infection but that is not mentioned in the information given. The revision images look (qualified) satisfactory. The qualification being that the same conditions will apply i.e. Ongoing impingement and consequence of that. My comment is that the original surgery with the glenoid being so high is that there is serious surgeon factor here and not either patient or prosthesis factors in the causation of the failure" according to the available information, patient trauma played a significant role in the failure. The medical expert's evaluation added that the suboptimal initial positioning of the prosthesis (glenoid side) could also have had an important role in the failure. Pms data: we are aware of a total of 8 revisions of a reverse prosthesis after humeral fracture (some of them due to patient trauma) on a total of (B)(4) smr reverse prosthesis sold ww since 2002. (B)(4). None of these cases were classified as product related. No corrective actions planned for this case. Limacorporate will keep monitored the market.

Event description:
Primary smr shoulder replacement (smr reverse with customized metal back glenoid) was done on (B)(6) 2014. Then, according to the info reported, a malunion of a humeral fracture caused unstable joint and unstable humeral shaft. According to the info reported, patient had a humeral fracture which occurred post-op and was treated conservatively at the beginning. After a period of time, the fracture had malunited resulting in an unstable joint and an unstable humeral shaft. During the revision surgery performed on (B)(6) 2017, all humeral components were removed and replaced with a long cementless stem, reverse humeral body and long lateralised liner. The final result was a stable shoulder joint. Surgeon was satisfied that the long cementless revision stem stabilised the humerus and with the addition of the lateralised liner achieved overall joint stability. Event happened in (B)(6). Event basically due to patient trauma according to the info received.